Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses developed the following post-implantation: chronic neck and back pain with muscle spasms, joint pain throughout her body, dry eyes, food sensitivities, bloating and digestive issues, allergies and has never had allergies before, thyroid issues, chest pain in the pectoral area bilaterally, frequent muscle spasms in neck, shoulders & lower back, tendonitis, bursitis and synovitis in various areas, dry and red eyes, itchy skin, acne rosacea, bumps/acne on neck and back, brittle nails, headaches, menstrual irregularities, multiple food intolerances, chemical/environmental/mold sensitivities, adhesive allergies, antibiotic allergies, and difficulty sleeping due to pain. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This report is for the left breast prosthesis.